Event description:
It was reported that during defibrillation threshold testing, this electrode exhibited a low out of range shock impedance measurements of four ohms during the delivery of a shock. The shock was unsuccessful in converting the patient, however an external shock was successful. The electrode continues to remain in service. No adverse patient effects were reported.